Event description:
Clinical study: 201 days after a coronary artery drug eluting stenting procedure the pt expired. The index procedure treated one target lesion. Target lesion 1 was a 2.75 mm vessel diameter, 85% stenosed region of the mid left anterior descending (mid lad) artery. The physician predilated the lesion prior to placing one taxus express2 8.8% (mrus) 2.75x20mm drug eluting stent without complication. The pt was discharged form the hospital seven days post index procedure on asa and plavix. 201 days after the procedure the pt expired due to leukemia. In the opinion of the physician the target vessel was not involved.